Manufacturer narrative:
Date of event and patient's weight is estimated.

Event description:
It was reported that the patient experienced ineffective therapy following a few falls. X-ray imaging revealed migration of both leads. Reprogramming has been unable to resolve the issue. As a result, surgical intervention may be undertaken to address the issue.